Manufacturer narrative:
Device evaluation: one device was returned for investigation. The device was inspected. No prior repairs were noted. The reported complaint could not be duplicated. No problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was returned to the customer.

Manufacturer narrative:
No product information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer s temperature would not increase more than 32 degrees celsius. No patient involvement was reported.